Manufacturer narrative:
The reported suturefix ultra ahr s assembly¿s, used in treatment, were returned for evaluation. Two devices (two complaints) were returned in the same packaging making lot identification prohibitive, as a result the investigation of the devices will be added to both complaints. Visual assessment of sample (a) showed the inner fork is dramatically bent and twisted. The lock button has not been pushed down and the trigger has not been retracted. Both strands of suture have broken at the anchor. The condition of the device indicates it was subjected to excessive forces during use causing the reported failure. Visual assessment of sample (b) showed the anchor has been partially cinched. The lock button has been pushed in to allow the trigger to be partially retracted. There is no damage to the suture or anchor. One of the fork tines have been broken off and was not returned for examination. The reported complaint of the lock button not functioning properly could not be confirmed. The condition of this device also indicates it was subjected to excessive forces during use. Per the device instructions for use ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. This report belongs to device ¿b¿ and only this complaint required an MDR report.

Event description:
It was reported that during a procedure, the lock button of the device can not be pushed. Backup device was available to complete the procedure. It is unknown if a delay happened in the procedure. No patient injuries were reported. Results of investigation have concluded that one of the fork tines have been broken off and was not returned for examination, which indicates that a piece of this device could fell inside the patient and this makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.